Event description:
The olympus, model cv-190, video system center was returned to olympus for processing with no problem reported. Upon inspection and testing of the device, it was determined no image was present due to a printed circuit board failure. This report is submitted due to no image present. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that no image was produced by the device due to a printed circuit board failure. In addition, the evaluation found a previous version main switch, corroded bottom chassis and previous version software (ver. 1.06). The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.